Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient fell out of the chair as they were moving the patient. The patient sustained a skin tear to the elbow and the facility is performing x-rays in-house. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) were entered into our system to have the chair returned to joerns for investigation. The chair was received at joerns (B)(4) on 10/29/2019 and the investigation is in progress.